Event description:
During a (pta) percutaneous transluminal angiography, the sgw atw .014 str floppy 300cm guide wire stretched. During prowler 14 micro-catheter and atw guide wire advancing, the physician felt difficulty. The guide wire was retrieved and found stretched at the tip. Another competitive guide wire was utilized to complete the procedure. The lesion was the inner carotid stenosis, and the vessel was not calcified. Add'l info indicated that prior to utilizing, all the products were prep and handled according to (IFU) instruction for use guidelines. No issues were noted inserting the advancing the guide wire to the site or through the (mc) microcatheter, and difficulty was noted with the anatomy or mc. The mc was utilized to complete the procedure, and the distal tip of the guidewire or mc was not pre or re-shaped. During advancement, a dedicated flush was applied to the mc. The guidewire did not advance via the mc without any issues. The atw guidewire was pre-mounted on the mc and then both were advanced as a unit, and the atw went all the way through the mc and made it into the pt's anatomy. At no time was add'l torque applied to the guidewire or mc, and torque was not applied to the guidewire while the distal tip was in a small branch or trapped inside the mc. The pt's demographics were unk. The admitting diagnosis was (mca) middle cerebral artery stenosis with an anatomy that was a little tortuous and calcified. Prior to shipping, other than the reported event, no other issues were noted with any part of the product being returned (cracks, broken areas, deformation or damage, etc).

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.